Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2024-feb-09 rtg0543506 (con): information was received from a patient who was receiving fentanyl (n/a mcg/ml at n/a mcg/day) and bupivacaine (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that their personal therapy manager (ptm) was showing an alarm on it but could not find out what it was for. The patient stated that the last time they had their pump filled, they were told that the pump clock had "lost 57 minutes and 8 seconds", and that they did not think the pump was "working as well as it should" because it was not putting out all their own medication. The patient mentioned that they were in the process of getting a new pump approved due to normal battery depletion. The patient was redirected to their healthcare provider to further address the issue. .

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H6: codes have been updated to reflect new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that, in regards to the patient's pump losing 57 minutes and 8 seconds, the patient's pump was updated and was due to the time change; the patient's pump was in western standard time (wst). The issue was resolved. When asked if there was determined to be "an infusion system related device issue, patient/therapy issue, or procedural issue" in regards to the pump not working as well as it should be, the hcp responded "yes - no pump issue". The cause of the pump not working as well as it should be was not applicable. In regards to actions/interventions taken to resolve the pump not working as well as it should be, the pump was updated to the current time at the refill. The patient was to be scheduled for a replacement due to end of life (eol). MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.